Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, 2 plates and 8 screws were removed on (B)(6) 2024 due to soft tissue irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, additional information indicates plate profile with thin soft tissue envelope of patient may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, 2 plates and 8 screws were removed on (B)(6) 2024 due to soft tissue irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.